Event description:
On (B)(6) 2021, a facility 1's practice manager contacted a djo f&a order management specialist to request a removal kit for a 3.0 tiger cannulated screw due to patient pain at facility 1. On (B)(6) 2021, a djo f&a sales support specialist contacted the practice manager to obtain further case and patient information. The practice manager stated that the removal case is scheduled for (B)(6) 2021 at facility 1 by doctor 1 on a (B)(6) female patient. During the report, the practice manager stated that the patient came to the facility as a new patient, requesting the removal surgery due to foot pain. She stated that the original implant was of two (2) screws in the first metatarsal of the left foot, at facility 2 on (B)(6) 2016. Currently, it is unknown if there was any patient noncompliance, but the practice manager will follow up with doctor 1 to request further information about patient noncompliance along with any details of the surgical site following the removal surgery. Pre-operative x-rays were obtained by the facility and the practice manager will contact the patient to request authorization to release the x-rays to djo f&a. The original invoice for the implant surgery is believed to be invoice number 145877, which details that the implanted screws were a 200-30-020 (3.0mm x 20mm tiger cannulated screw) and 200-30-018 (3.0mm x 18mm tiger cannulated screw). The practice manager will ask doctor 1 to not discard of the 200-30-020 and 200-30-018 after removal so that they can be returned to corporate for further review.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Patient weight not reported. Date of event is unknown. The event is considered to be when the patient began to experience pain. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot #s and unique identifier (UDI) #s are listed below. Concomitant medical products and therapy dates not reported. Initial reporter fax not reported. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Section if follow-up, what type? N/a to this report. Device manufacture dates are listed below. Section correction/removal number n/a to this report. No files attached to this report. Investigation (including evaluation summary). Evaluation of similar complaints: the complaints log was reviewed to identify any similar events related to a tiger removal occurred between july 2020 and july 2021. Nine (9) similar complaints were identified. Of these nine (9) identified complaints, the root causes were as follows: patient other (osteoporotic bone), surgical team other (industry standard), patient anatomy, no identified defect, and unknown (5). None of these related events were confirmed to contain parts from the same lot number(s) as the reported event. Device history record (DHR) review: the dhrs for the associated parts that were removed were reviewed to identify if any significant events occurred corresponding to the hardware involved in the event. 1. 3.0mm x 20mm tiger cannulated screw (200-30-020) - lot tsl001052 [manufactured 05/14/2014, UDI (B)(4) - no associated nonconformances (ncrs), reworks (rwks), or deviations (dev). 2. 3.0mm x 18mm tiger cannulated screw (200-30-018) - lot 75fb2043 [manufactured 11/26/2012, UDI (B)(4) - no associated rwks, ncrs, or devs. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique: tiger cannulated screw system instructions for use, IFU 900-01-002 revision p, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU so it is unknown if the doctor/ user followed the IFU. Visual and dimensional inspection: the parts were not returned, so no visual or dimensional inspection could be conducted. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. As limited information is available at this time and the screws were implanted for ~5 years, simulated use testing will not be able to recreate the failure mode of patient pain. Thus, simulated use testing was not conducted. Investigation conclusion: the similar complaints identified did not provide further assistance in the evaluation of the root cause of the reported event. DHR review did not identify any issues related to the reported event. Limited information was provided for surgical technique. Thus, it is unknown if the user followed the IFU. As the parts were not returned (and are not removed at this time), visual inspection and dimensional inspection could not be conducted. Simulated use testing was not provided. The x-rays are not available for djo foot & ankle at this time. There was no report of patient noncompliance. The root cause remains unknown. Trilliant surgical will continue to monitor the complaint through the removal case activities.

Manufacturer narrative:
-Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-12 below) as part of internal complaint handling activities. Patient weight (a4) not reported. Date of event (b3) is unknown. The event is considered to be when the patient began to experience pain. Catalog # and serial # (d4) not utilized by trilliant surgical. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. Lot #s and unique identifier (UDI) #s (d4) were listed in the initial submission. Concomitant medical products and therapy dates (d10) not reported. Initial reporter fax (e1) not provided. Device bla number (g4) is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Section h2 n/a to this report. . Device manufacture date (h4) were listed in the initial submission. Section h9 n/a to this report. No files attached to this report. H6 - type of investigation only (added code 10). --additional investigation performed upon receiving additional information (including evaluation summary): with the parts returned, further investigation was able to be conducted. The parts were returned on 09/02/21. Dimensional inspection did not occur as the damage/remaining bone on the screws hinder the ability to measure the critical features. Visual inspection occurred. One screw demonstrated damage to the threads as well as no screw head. It is unknown what occurred with the screw head, as the screw head was not returned and removal case information was not reported (after a written follow up attempt was made). The other screw had bone surrounding, which bone growth around the screw is likely to occur after being implanted for 5 years. The visual inspection confirmed the complaint but did not provide further insight into the root cause determination. Conclusion with limited information available from the reporter, the root cause of unknown remains appropriate.

Event description:
Additional information received 09/02/2021: the complaint-related parts were sent back to trilliant surgical's office with an arrival of 09/02/2021. The complaint-related parts were confirmed to be removed from the patient. All returned parts were cleaned and sterilized on 09/02/2021 and recorded on a completed firr. Further information regarding the patient weight, x-ray availability, and removal case details remain unknown at this time.